Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2015. Customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer experienced symptoms such as nausea, vomiting and difficulty in breathing. The customer was using insulin pump within 48 hours of reported event. Customer was treated with insulin drip and shots and the customer was in intensive care unit. Customer did not alleging insulin pump was under delivering. Customer also stated that the insulin pump received no delivery alarms. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window. The test p-cap and reservoir does lock in place in the reservoir compartment.